Event description:
It was reported that the patient underwent a spinal procedure using interbody devices. Two same size implants were broken upon insertion. One implant was not retrievable from the disc space and was left implanted. One was retrieved. The procedure was complete without any other complications.

Manufacturer narrative:
Device was not returned to the manufacturer for evaluation. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications. Unable to determine the cause of the event.